Manufacturer narrative:
PMA/510(k) #: p050017/s006. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor advanced the zilver stent delivery system through cook 6fr 55cm raabe introducer. They were trying to place the delivery system to the target lesion and the red safety lock of the delivery system is not removed. Therefore, they found the distal part of the stent was flowering before the system was placed on the target lesion. The stent was implanted for intracranial venous narrow.

Manufacturer narrative:
PMA/510(k)#: p050017/s006. Device evaluation: the zfv6-80-8-4.0 device of lot number: c1655612 involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. This file relates to (B)(4)/ MDR ref#: 3001845648-2022-00793 which was raised to capture the off label placement of the successful stent used to complete this procedure. Lab evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Document review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity a review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. It should be noted that the instructions for use (ifu0058) states the following: ¿the product is intended for use in the iliac, superficial femoral artery (sfa) and above the knee popliteal artery¿. There is evidence to suggest that the customer did not follow the instructions for use. From the information received it is known that the stent was implanted for intracranial venous narrow. This is not the intended area of use as specified in the IFU. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause of off label use was identified from the available information. The user has not complied with the requirements of the IFU with respect to the intended use of the device. The stent was implanted in the narrow vessel of the intracranial venous sinus which is not the intended area of use for this device as stated in the IFU. As per engineering input, using the device outside of its intended use, could have caused the stent to start flowering before the system was placed on the target lesion. Off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. As the device was used outside of their validated state and/or against the instructions provided in the IFU, it is not possible to predict how the devices will perform or function. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. An additional stent was placed on the target lesion in the same procedure to complete the treatment. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 07nov2022.